Manufacturer narrative:
It is indicated that product is not returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criterial. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the info provided by the customer. Based on info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows." Date: (B)(6) 2014; results as inratio2: 1.4; doctor's poc meter: 203. Time between tests: about one minute. Testing was performed using one finger stick for multiple tests; first drop of blood not used; sample not applied immediately after the finger stick. Therapeutic range: unk.